Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that surgeon had great exposure and visibility. When impacting the poly, it appeared to lock in but was easily lifted out with a freer elevator. The surgeon repeated and wasn't comfortable with the stability of the liner. He ran downstairs and grabbed another liner. The second poly locked in place like normal. Need a report back to give the hospital as to whether the locking mechanism was defective or was there another reason why it wouldn't properly engage.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: b5 and h6 (patient). No code available is used to capture surgery prolonged. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received states that the surgery time was extended 5 minutes while the sales rep ran to grab a second implant.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: functional evaluation of the returned device could not replicate the reported event. Visual analysis revealed damage sustained to the inner and outer rim of the cup through off axis alignment during implantation. However, the root cause of the reported failure is unknown at this time. This analysis has not highlighted any supplier defect at this time and the need of corrective actions is not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(6) . This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative:  added: d10, h6 (patient). Corrected: d3, g1 (physical manufacturer), h3, h8. H6 patient code: no code available (3191) was used to capture insufficient information. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.